Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure (msof). The patient was post st-segment elevation myocardial infarction (stemi) and still had plavix in their system. The patient was also found to be heparin-induced thrombocytopenia ( hit) positive the day before surgery, requiring argatroban. The true reversal agent was not available at the implanting center so multiple factors were required. Following ventricular assist device (vad) implant on (B)(6) 2022, the patient required a significant amount of blood then developed worsening right ventricular (rv) failure. It was noted that prior to vad implant. The patient's kidneys and liver were functioning appropriately. The device operated as expected and the patient's death was not considered to be device related. The device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate ii patient handbook, rev. D, are currently available. ¿introduction¿, lists potential adverse events including bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.